Event description:
The customer questioned a false positive patient result for the architect troponin assay. A result of 0.73 ng/ml was repeated negative at 0.007, 0.17 and 0.025 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - (no consequences or impact to patient ). (Incorrect or inadequate test result) product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed to investigate this issue. An internal troponin-I panel was tested with reagent lot, 60460un11. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. The lot search for likely cause lot 60460un11 identified no adverse trends were identified and accuracy testing was performed using likely cause lot 60460un11, which met acceptance criteria. Based on the evaluation results, no product deficiency was identified related to the malfunction reported by the customer.